Manufacturer narrative:
After the implantation of the light adjustable lens (lal, sn (B)(6), +14.0d) on (B)(6) 2022, the patient underwent multiple procedures including a yag capsulotomy on 04/10/2023, a wavefront guided photorefractive keratectomy (prk) to treat higher order aberrations (hoa) on 06/14/2023, and a yag epi barrier procedure for epithelial in-growth on 10/25/2023, but the lal never received a lockin treatment. On 11/08/2023, approximately 10 months after lal implantation, the physician reported a central power change. The lal was explanted but was not returned to rxsight for further examination. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: 3941.

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +14.0d) was explanted. Rxsight's first awareness of this event was on 01/08/2024.